Event description:
It was reported that a revision surgery was performed due to infection. All implants were removed, an antibiotic spacer was implanted instead.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this is a non valid complaint, therefore, it was determined that this case does not meet the threshold for reporting. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.